Event description:
Related manufacturer reference number: 2017865-2022-19470. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance on the atrial (ra) lead. Device interrogation revealed high pacing impedance and loss of capture on the left ventricular (lv) lead. The physician elected to explant and replace the ra lead, lv lead was explanted but not replaced. The patient was in stable condition.